Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had been experiencing swelling/redness and itching near their ipg site. As a result, the patient's ipg was explanted and replaced to address the issue.